Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to have been discarded by healthcare provider. The device history record (DHR) review could not be performed as the serial number is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors likely contributed to the event; however, the cause remains indeterminable. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm aortic pericardial valve was explanted after an implant duration of approximately 12 years due to stenosis secondary to calcification. A 25mm non-edwards valve was implanted in replacement. The patient was noted as to be doing fine.